Manufacturer narrative:
Additional information: the lot was manufactured (B)(4) 2017 - (B)(4) 2017. The actual device was not available; however, a companion sample was received for evaluation with 240ml of fluid in the bladder. The label on the device indicated that the device had been filled with 8000mg flucloxacillin and 0.9% sodium chloride solution. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional flow rate testing was performed using the fluid in the bladder, and the fluid was found to be dripping slower than normal. The flow rate was measured and found to be under the flow rate specification for the device. After the fluid was emptied from the bladder, the device was refilled using 5% dextrose solution. Flow rate testing was again performed, and the flow rate of the device was found to be within specification. The reported condition was verified. The cause of the condition was determined to be due to the viscosity of the drug used in the device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. After the expected therapy time of 24 hours, the reporter noted that the device had not emptied completely. The amount of solution remaining in the device was unknown. The device had been filled with 8000mg flucloxacillin in 0.9% sodium chloride solution. The reporter stated that there were no connection / disconnection issues and no issues with the peripherally inserted central catheter (PICC) line (the line flushed and worked appropriately). There was no report of patient injury or medical intervention associated with this event. No additional information is available.